Manufacturer narrative:
The t:flex pump user guide instructs the user to charge the pump for a short period of time every day (10¿15 minutes), and to also avoid frequent full discharges. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off due to normal battery depletion. The customer's blood glucose (bg) level was 533 mg/dl with small amounts of ketones. The customer's mother administered manual injection to treat customer's elevated bg. Reportedly, customer reverted to manual injections for alternate insulin therapy.